Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check evaluation revealed the right atrial (ra) lead thresholds had risen dramatically, and sensitivity had dropped. Chest x-ray showed probable dislodgement of the ra lead. It was also reported that the ra lead exhibited no capture, undersensing and p wave dropped. The ra lead was programmed off, and remains in the patient. Further evaluation to be performed. During evaluation check the ra lead exhibited elevated thresholds. Physician decision to re-program device mode. The ra lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced unconscious collapse. Patient hospitalized and treatment via noradrenaline infusion. Patient anesthetized and resuscitation performed. Patient condition deemed as worsening heart failure. The ra lead reported with elevated thresholds, was turned back on, and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.